Event description:
It was reported that a malfunction occurred with malfunction code 24, which could not be reset. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.